Event description:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the reported issue was confirmed. Device evaluation and inspection found damaged cable insulation. A device history review revealed no issues that could have caused or contributed to the reported issue. This issue is addressed in the instructions for use (IFU): [IFU verbiage]"match all items in the package with the components shown below. Inspect each item for damage. If the camera head is damaged, a component is missing or you have any questions, do not use the camera head; contact olympus." Reference page 9 as per IFU. "Before each case, prepare and inspect this camera head as instructed below. Inspect other equipment to be used with this camera head as instructed in their respective instruction manuals. Should any irregularity be observed, do not use the camera head; contact olympus." Reference page 14 as per IFU. "Damage or irregularity may compromise patient or user safety and may result in more severe equipment damage." Reference page 14 as per IFU. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported, the camera head had cut in cord. This issue occurred during reprocessing. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.